Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet system, displaying prolonged ¿pairing with sensor¿ and multiple ¿pairing failed¿ alerts after the sensor was first started in the dexcom app rather than the ilet app, which led to a ¿dosing stops soon enter bg¿ alert on the ilet. Symptoms included temporary loss of cgm data on the ilet. Outcomes included brief interruption of automated insulin dosing with continued therapy after manual bg entry and completion of the dexcom warmup, after which glucose readings resumed on both the ilet mobile app and the pump. Investigation included customer support troubleshooting and user education on correct pairing sequence. Investigation of this case revealed user setup sequence contributed to the pairing failure. It was concluded that the device functioned as designed once the sensor warmup completed and the system was correctly paired, and user education on pairing order was reinforced.